Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level at the time was 600+ mg/dl. Customer reported she gave herself a manual insulin injection. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.